Event description:
(B)(4). It was reported that post a percutaneous transluminal angioplasty (pta) procedure the patient had a transient ischemic attack (tia). The target lesion was a type I lesion in the left carotid artery with a 5mm reference vessel diameter, 10mm lesion length and 75% stenosed as measured by nascet. There was severe target vessel tortuosity. A 7x30mm carotid wallstent monorail stent was implanted. A non-bsc occlusion balloon was used as cerebral protection. Percutaneous transluminal angioplasty (pta) was performed using a maverick balloon dilatation catheter. Atropine 1 ui was given during the procedure. No perioperative events occurred. The procedure was successful and residual stenosis was 0-29%. Post-procedure the stent was patent with 0% residual stenosis. The patient was asymptomatic with no complications less than 24 hours post-procedure. The patient had a one month follow up visit in (B)(6) 2008, and the stent was patent with 0% residual stenosis. The patient presented as asymptomatic with no change in neurological status since the last visit. The patient experienced a transient ischemic attack (tia) with temporary weakness of the right limb in mid february. The comment stated, "asa resistance will be checked". The patient had a six month follow up visit in (B)(6) 2008 and the stent was patent with 0% residual stenosis. The patient presented as asymptomatic with no complications or adverse events since the last visit. No twelve month follow up data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.